Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "flow rate under 40ml (32.464 ml) (-18.840)", which was not reproduced or confirmed. No component could be identified as the cause. The device passed all flow rate testing. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed was programmed to infuse 40ml and only infused 32.464ml (-18.8%). It was also reported there was no patient involvement.